Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) spontaneously diverted therapy during an ep test, and the history recorded this event as a manual divert. It was reported that no one pressed the manual divert key on the programmer or used a magnet to divert the therapy.